Event description:
Rn attempted multiple times to program 3 channels on an IV pump and changed tubing several time, however, 2 of 3 channels continued to alarm. Another pump was tried with the same result. Three pumps had to be used for 3 medication drips versus 1 pump with 3 channels. No injury to patient.